Event description:
Device was saying catheter failure constantly; despite determining the issue was not the catheter itself through use of a second unit and another catheter. The issue did not happen during a procedure. There was no patient involvement.

Manufacturer narrative:
Investigation completed 5/04/2017. Method: device history review; trend analysis; failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2015 - nov. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿catheter failure¿ in the search criteria. The review encompassed dates 24-apr-2016 to 24-mar -2017. A total of (B)(4) complaints were reviewed of which there are (B)(4) complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿apr 2016 to mar 2017¿, the global product usage for cam02 monitors was calculated as (B)(4) usages. The quantity of complaints in the complaint review ((B)(4)) can therefore be calculated as (B)(4). ((B)(4)) (occasional) of procedures. The product was returned to the service centre; the evaluation verified the complaint as valid; the sensor board required to be replaced. Conclusion: the evaluation verified the complaint as valid; the cause of the complaint issue was identified as a defective sensor board. Error code e2010 occurred at the service centre when the device was evaluated.